Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ failure to occlude fallopian tube'), pregnancy with contraceptive device ('pregnancy(stillbirth or miscarriage)') and abortion spontaneous ('early miscarriage') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included nausea on (B)(6) 2013, vomiting on (B)(6) 2013, diarrhea on (B)(6) 2013, obesity on (B)(6) 2013, hiatal hernia on (B)(6) 2013, hyperlipidemia on (B)(6) 2013, sleeve gastrectomy on (B)(6) 2013, cholecystectomy on (B)(6) 2013, elbow operation on (B)(6) 2013, esophagogastroduodenoscopy on (B)(6) 2013, gastritis on (B)(6) 2013, erythema on (B)(6) 2013, mucosal hemorrhage on (B)(6) 2013, prolapsed umbilical cord on (B)(6) 2013, pregnancy ((B)(6) 2010,(B)(6) 2013.), multi gravida and parity 2. Concurrent conditions included allergic rash since (B)(6) 2017, swelling nos since (B)(6) 2017, missed abortion since (B)(6) 2014 and incisional hernia since (B)(6) 2014. Concomitant products included cefalexin (cephalexine) since (B)(6) 2017, fluconazole (diflucan) since (B)(6) 2017 and oxycodone since (B)(6) 2017. In 2013, the patient experienced abdominal pain ("pain: pelvic/abdominal"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea( cramping)"), alopecia ("hair loss"), migraine ("migraines/headache"), depression ("depression"), anxiety ("anxiety") and back pain ("cramping and lower back pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy- (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, menorrhagia, fatigue, vaginal haemorrhage, uterine haemorrhage, dysmenorrhoea, alopecia, migraine, depression, anxiety and back pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pregnancy with contraceptive device, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for events- vaginal bleeding, uterine bleeding, menorrhagia, pelvic pain, abdominal pain. Discrepancy noted for- pregnancy (termination) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results of confirmation test: perforation. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs + mr received: newly added events- pregnancy with contraceptive device, early miscarriage, device ineffective, vaginal bleeding, uterine bleeding, dysmenorrhea( cramping), hair loss, migraines/headache, depression, anxiety, low back pain, onset date of previously reported events ¿pelvic pain, abdominal pain was added, reporter was added, consumer weight, height was added and address were updated, lab data were updated, medical history and concomitant drug was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("pain: pelvic/abdominal"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2017, hysterectomy (partial)). Essure was removed. At the time of the report, the uterine perforation, abdominal pain, menorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, menorrhagia and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: results of confirmation test: perforation. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: event injury was replaced by pain: pelvic/abdominal, menorrhagia (heavy menstrual bleeding, fatigue added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.